Manufacturer narrative:
Only year of birth reported; exact date not known. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.5/+3.0/111 (sphere/cylinder/axis), into the patient's left eye (os). The surgeon reports refractive surprise. Loss of bcva is also reported, however the pre-op bcva is listed as "?" And post-op is "20/25 glasses." The cause of the event is reported as unknown. Reportedly, the lens remains implanted.